Event description:
A facility reported that during a rotisserie spin in or 2, the mayfield composite series clamp (a3059) gave out and unlocked once the patient was prone. It is with understanding that the patient is fine. Surgical delay is unknown.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation of the returned clamp is unable to duplicate slippage or movement. The clamp does have a little movement in the lock, but when it was properly positioned and put under pressure, it did not move. Since it was undetermined as to whether there was an injury or not, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the findings of the service & repair report indicating that the clamp was in good condition and no additional device deficiencies were noted. Unrelated to the complaint issue, the clamp has slight up and down movement in the lock and has no service history but is over 6 years old. It is recommended that the unit receive a preventive maintenance (pm) service. As a result, all worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause: the complaint is not confirmed. The unit is over 6 years old with no service history and requires pm service. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.